Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from a value displayed as "low" on the continuous glucose monitor, to 46 mg/dl. Customer has epilepsy and also experienced a seizure due to low bg. Customer required assistance from coworker to treat bg, via consumption of carbohydrates. Subsequently, customer was transported to the emergency room (ER) by ambulance. Customer did not receive additional treatment as bg level rose on the way to the ER. Reportedly, customer left the ER an hour later with customer in stable condition (bg 94 mg/dl). Reportedly, low bg was due to pump basal rate setting being too high, as customer recently returned to work and became more active. Customer consulted with healthcare provider and settings were adjusted, resolving the issue.